Manufacturer narrative:
Pr#: (B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
The device will not power on and has a solid red x. No report of patient involvement.